Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was reading low. (B)(6) is calling about readings she has taken on her child. He was playing outside and when he came in she wanted to check his blood sugar level. The first reading taken said "lo", so she took it again and not even one minute had passed and they got a reading of 138. Customer did not feel this was acceptable because "lo" means that the reading was below 20 mg/dl. I went over all techniques and procedures, everything was being followed correctly. The customer has not received the control solution yet so was not able to perform that test.